Manufacturer narrative:
This report is being submitted following an internal audit.

Event description:
Literature reference: de csepel j de, golfarb b, shapsis a, goff s, gabriel n, eng hw. Electrical stimulation for gastroparesis. Gastric motility restored. Surg endosc 2006; 20:302-306. Sixteen patients underwent laparoscopic implantation of a gastric electrical stimulator from late 2002 to 2004. One patient required explantation of the stimulator due to skin erosion after abdominal wall trauma.